Event description:
The user facility reports that the valve did not work. It was replaced by another device.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.